Event description:
This surgery mobile x-ray system's c- arm shutdown during a procedure, and had to be rebooted in order to continue. There was no pt injury.

Manufacturer narrative:
Conclusions - the root cause of the shut down lies in software that controls the system's remote control. Only systems that have a remote control are affected by this problem. The mandatory field change order (fco), 71800022 will be released to correct this problem.